Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was alarming an error code 10. They stated that when they checked the pump at that time, the pump appeared to have not been delivering. Mmdg followed up with the initial reporter who stated that the patient did experience a delay in therapy, but that they did not have any adverse effects due to the complaint. (B)(4).